Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that attempts to interrogate the pulse generator resulted in a -data not read- message. Despite programming from ddd to vvi mode at lower outputs, data could not be acquired. The intrinsic rate was in the 60-70 ppm range and the magnet rate was approximately 90 ppm. The device was removed and replaced.